Event description:
It was reported to MFR in 2007, that the customer states that the tip of the yankauer suction was found in the vocal cords. Tip was removed using biopsy forceps from the upper airway. There was a small amount of tissue inside the catheter tip.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.